Event description:
In 2008, the pt underwent repair of a descending thoracic aneurysm with three gore tag thoracic endoprostheses. After experiencing difficulties with guidewire placement and imaging studies, the proximal device was deployed and the pt was stable. During intraoperative trans-esophageal echocardiography, the physician discovered a type a dissection of the thoracic aorta, although no dissection was noted prior to the procedure. Confirmation of the type a dissection was made by cta postoperatively. The pt was converted to open surgical repair of the type a dissection. No devices were explanted. According to the physician, the pt is doing well and the thoracic aneurysm remains excluded.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note add'l list of implanted devices: tg2610/05552345 and tg3115/05845136.